Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,808 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open and used sample with the thread broken and the 1 closed sample for analysis. We have tested the knot pull tensile strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): 1.93 kgf (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). We have not found splitting on thread surface on the closed sample received before and after performing this test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Reviewed the complaint history record, there are no previous complaints regarding a similar issue of the several products manufactured with the same thread raw material batch used to manufacture this product. As indicated in the instructions for use of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: according to the results of the closed sample tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that after 6 knots, the thread broke suddenly with frayed ends. The surgeon needed to replace the suture with a new one, with an increased time for cec (extracorporeal circulation) of 5 minutes. The tissue where sutured was aorta artery + cardiac muscle. There was no patient injury.